Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 12/23/2015, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2015 was 513 mg/dl with diabetic ketoacidosis, extreme drowsiness, extreme thirst, excess urination, and vomiting. The reporter noted the patient was hospitalized and treated with insulin via injection, they discontinued pump therapy, and the pump's basal rate setting was recently changed by a healthcare professional. During troubleshooting, it was reported that: the pump's basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. It was alleged there were missing boluses from the pump records. This complaint is being reported because the reported health event was attributed an alleged pump malfunction.

Manufacturer narrative:
Follow-up #1 date of submission 02/03/2016-product analysis: the device was returned and evaluated by product analysis on 01/28/2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no related alarms or issues. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. All deliveries performed during investigation were accurate recorded in the pump¿s history. Unrelated to the complaint, two battery compartment cracks were observed. The returned battery cap threads were damaged; a test cap was used for investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).